Manufacturer narrative:
(B)(4). The pt101 airvo is a humidifier with integrated flow generator, designed for hospital use. The airvo is used to treat spontaneously breathing patients who would benefit from high flow, warmed and humidified respiratory gases and is not intended for life support, as indicated in the device manual. It was reported to fisher & paykel healthcare that the patient experienced oxygen desaturation due to a power failure. Fisher & paykel healthcare has followed-up with the local sales representative, the device distributor and the pharmacy manager regarding the reported incident. Fisher & paykel healthcare has been advised that the patient was previously in the hospital, but was at the end of his life and was taken home in (B)(6) 2010 at the request of his family. The patient then became part of an in-home care program (had) which set him up with an airvo humidifier. Fisher & paykel healthcare has confirmed that the patient was able to breathe spontaneously. The pharmacy manager reported that the humidifier stopped working due to a power outage which affected the entire home. The level of oxygen desaturation that occurred during the power outage is not known as the patient was being monitored by his wife at the time, however fisher & paykel healthcare has been advised that the patient did not suffer any additional health consequences and was not taken to the hospital as initially reported. The airvo humidifier was not returned to fisher & paykel healthcare for evaluation as the patient and his family requested to keep it. The family have advised their electricity company of the power outage. Fisher & paykel healthcare has since been advised that the patient has passed away. There is no indication that the death is related to the desaturation as fisher & paykel healthcare understands that the patient was terminally ill and passed away approximately two months after the reported incident. Furthermore, fisher & paykel healthcare has received no information to indicate that a device malfunction occurred.

Event description:
A distributor in (B)(4) reported that there was a power failure during the night. A patient had been using an airvo (pt101) humidifier at the time and, due to the power failure, the device lost power and the patient experienced oxygen desaturation.

Event description:
A distributor in (B)(4) reported that there was a power failure during the night. A patient had been using an airvo (B)(4) humidifier at the time and, due to the power failure, the device lost power and the patient experienced oxygen desaturation. It was reported that the patient was returned to the hospital.

Manufacturer narrative:
Fisher & paykel healthcare has requested further information from the complainant regarding the reported incident and patient status. We will provide a follow-up upon receipt of the requested information and completion of our product investigation.